Event description:
It was reported that the device was implanted in 2005, and revised six months later, due to dislocation of the polyethylene component.

Manufacturer narrative:
Evaluation summary: the cause of the reported problem could not be determined due to insufficient info. Evaluation: no product or x-rays were returned for eval. Device history records indicate that the device was manufactured and packaged to specification.